Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of over 600mg/dl. Pump says 99mg/dl; finger stick is over 600mg/dl. Customer treated with bolus and pump. Customer's current blood glucose was 558mg/dl; declined high blood glucose troubleshooting.